Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Coronary occlusion post transcatheter aortic valve implantation (tavi) can be related to valve positioning, calcification levels, and/or other patient anatomical effects. Coronary occlusion is listed in the instructions for use (IFU) as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this event it was reported that the left main coronary artery had slow blood flow as a result of the surgical aortic valve (sav). This indicates that the occlusion may have been due to the patient¿s previous valve and not the result of a valve malfunction. Placement of a stent was attempted, but unsuccessful. In this case, the valve was snared and re-located to the ascending aorta, though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. A second valve was implanted and a stent was then placed. No further adverse patient effects were reported. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a previously implanted non- medtronic surgical aortic valve (sav), it was reported that the left main coronary artery had slow blood flow as a result of the sav. An attempt was made to engage the left main artery using a non-medtronic catheter to place a stent, however this was unsuccessful. The transcatheter valve was snared and re-located to the ascending aorta. A second transcatheter valve was placed inside the previous sav. A 3.5 mm by 20 mm stent was then placed in the left main coronary artery. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.